Event description:
Spacelabs received a report that a patient monitored by bedside monitor model 91387 and command module model 91496 generated alarm messages at 4:30 p.m. On (B)(6) 2014; however, there was no audible alarm for this event. No patient injury was reported for this event.

Manufacturer narrative:
Upon receipt of the complaint, a spacelabs field service engineer went on-site and tested the products referenced in this complaint in accordance with the performance tests listed in the service manual in order to confirm product functionality. All tests passed. Testing was witnessed by a facility staff member. Using the patient retrospective database that was provided by the customer, we observed the following: throughout the monitoring period, patient¿s heart rate was in the upper 60s to low 70s. The patient¿s spo2 saturation level was in the 90s with frequent desaturations. On (B)(6) at 4:25 p.m., the patient¿s spo2 saturation began to decrease. At 4:29 p.m., the patient¿s heart rate decreased to 42. This low rate condition persisted for approximately four minutes; then the heart rate dramatically increased to 140 before decreasing to a rate in the 80s. On (B)(6) between 4:25 p.m. And 4:43 p.m., there were numerous medium priority alarms for low heart rate, low spo2 saturation and high heart rate. Having confirmed that all alarm conditions occurring during this time had been appropriately classified and documented with alarm records in the database, we evaluated the circumstances that could explain the absence of audible alarm indications at the monitor. As the monitor¿s alarm tone volume is user adjustable, we considered the possibility that alarm tone volume may have been set to a low, discernable volume. At this time, we know of no reason that audible alarm indications would not have been present at the time of the complaint episode as these indicators operated according to specifications when tested by a spacelabs¿ field service engineer. This report is considered final and the issue closed.

Manufacturer narrative:
A spacelabs field service engineer (fse) was dispatched on december 22, 2014 to perform onsite testing of the involved devices. Testing confirmed that the command module worked to specifications. The bedside monitor was not tested since it was still in use on a patient and operating without issue. The testing was witnessed by a facility staff member. Patient retrospective data provided by the customer was reviewed by a spacelabs lead software engineer. The data confirmed a medium priority alarm was generated for low heart rate at the event time; however, to confirm speaker operation for an audio alarm, the monitor would need investigation. The customer did not make the monitor available for investigation when the fse was onsite since the monitor was still in use on a patient. We will file a supplemental report after obtaining the monitor¿s test results. The customer has not reported any additional issues with this monitor. Placeholder.